Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reportedly available for evaluation; however, it has not been received by biomet to date. In the event that the device is received and evaluated, a follow-up report will be send to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, "malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure, the surgeon attempted to impact the acetabular liner. However, the acetabular liner would not seat in the acetabular cup. After multiple attempts, the surgeon removed the acetabular cup and liner. This resulted in a delay of approximately thirty (30) minutes. The procedure was completed with the same acetabular liner and another acetabular cup.